Event description:
It has been reported to the company that the occlusion balloon moved during the procedure which resulted in loss of occlusion of the vessel. The physician inserted the occlusion balloon wire into the patient, and inflated the balloon to 5 mm to occlude vessel. The physician inserted the 3.0x30mm s7 stent delivery system and placed the stent. The physician attempted to remove the stent delivery system and pulled back on the wire which moved the occlusion balloon to a larger section of the vessel and lost occlusion. The physician deflated the balloon and repositioned it and inserted the aspiration catheter and was able to aspirate the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon and continued the case without protection. The patient is reported to be fine.